Manufacturer narrative:
Date rec¿d by MFR : 05/14/2019. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen failure.¿ was confirmed. Touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported. The event date was not specified; estimate used.